Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post an ultrasound guided percutaneous drainage catheter placement, the drainage catheter connector was allegedly fractured. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided and review. The photo shows a partial view of drainage catheter in which the hub is noted to be cracked, and some part of the hub is noted to broken and separated into fragments. Fluid leak was cascading event. Therefore, the investigation is confirmed for the reported fracture, fluid leak and material separation. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement, the drainage catheter connector was allegedly fractured. It was further reported that the device was completely broken and allegedly found to be leaking. The procedure was completed by using another device. There was no reported patient injury.